Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Patient had a left tcar. Procedure was performed in normal tcar fashion. Dr. (B)(6) placed the soft portion the enroute 0.014 wire in a tortuous ica. During removal of the sds the wire advanced distal a bit. When doing the completion angio after the 3 min washout there was a narrowed area in the distal ica distal to the bend of the ica. Dr. (B)(6) was contacted and did review the images. Patient woke up nero intact. Dr. (B)(6) is planning to do an us tomorrow to evaluate the area patient present at time of event?: yes patient complications: no patient complications. As reported device codes: 1258: device operates differently than expected. As reported patient codes: 9296: vasospasm.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Event description:
Patient had a left tcar. Procedure was performed in normal tcar fashion. Dr. (B)(6). Placed the soft portion the enroute 0.014 wire in a tortuous ica. During removal of the sds the wire advanced distal a bit. When doing the completion angio after the 3 min washout there was a narrowed area in the distal ica distal to the bend of the ica. Dr. M was contacted and did review the images. Patient woke up nero intact. Dr. W is planning to do an us tomorrow to evaluate the area patient present at time of event? Yes, patient complications: no patient complications. As reported device codes: 1258: device operates differently than expected. As reported patient codes: 9296: vasospasm.